Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the rate knob did not respond. There were three hooks that were broken. The link was missing. The battery compartment was missing. The upper case was notched. The motherboard was replaced for preventive maintenance. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.